Manufacturer narrative:
Integra has completed their internal investigation on january 19, 2018. Results: the units involved in the reported incident were used during the medical study performed between december 20, 2006 to may 20, 2008 and are not available to perform a failure analysis. Therefore, the reported condition of ¿suspected contact dermatitis or skin allergy¿ is unconfirmed. DHR review; no device history record review was possible since no lot number was provided by the customer. Although no lot number is available for DHR review, all products manufactured at integra must comply with product release criteria (e.g. Chg potency) prior releasing the product to the market. Complaints history; upon review of integra's complaint system from december 2015 ¿ january 15, 2018, a total of 43 complaints (including the one under evaluation) related to ¿skin irritation and/ or adverse reaction¿ for biopatch product family. (B)(4). Conclusion: the root cause for the reported condition of ¿suspected contact dermatitis or skin allergy¿ is undetermined. Biopatch¿s IFU literature recognizes the possibility of adverse reactions: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ per directions for use, the skin should be prepared prior use and aseptic technique must be followed throughout the process. This is done following hospital protocol: many health facilities use agents for skin preparation which can air dry prior applying the biopatch. It is also important to change the dressing ¿at a minimum of every 7 days¿¿, although ¿changes will be needed more frequently with highly exuding wounds¿. According to information provided the dressing was changed per direction for use recommendation (every seven days) or earlier. Patients age was not disclosed, but the ages were above 18, which is within direction for use recommendations.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Jama. (2009) published " chlorhexidine-impregnated sponges and less frequent dressing changes for prevention of catheter-related infections in critically ill adults a randomized controlled trial" the aim of this study was to evaluate the respective effects of using chlorhexidine gluconate-impregnated sponge (chgis) (biopatch) dressings and increasing the time between dressing changes in adult ICU patients. The authors conducted a multicenter, 2x2 factorial, randomized controlled trial to compare chgis vs standard dressings and to compare a strategy of changing unsoiled adherent dressings every 7 days vs the standard practice of every 3 days. Patients were recruited from december 20, 2006 to may 20, 2008. Patients older than 18 years expected to require an arterial catheter, central-vein catheter, or both inserted for 48 hours or longer were eligible. Patients with a history of allergy to chlorhexidine or to transparent dressings were excluded. Patients were randomly assigned to 1 of 4 treatment groups. In the chgis group, chgis dressing was applied to the entire skin surface at and around the insertion site. The semitransparent dressing was then applied. A new chgis was used at each dressing change. Suspected contact dermatitis or skin allergy was confirmed by a dermatologist, and photographs were taken. The investigator could decide to permanently stop chgis use in patients with suspected skin intolerance. There were 1636 patients available for inclusion in the intention-to-treat analysis. Severe contact dermatitis leading to permanent removal of the chgis occurred in 8 patients. Contact dermatitis usually occurred for only 1 catheter per patient and selectively affected very sick patients with multiple organ failures, subcutaneous edema, and fragile skin.